Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new information or upon completion of the investigation by the manufacturing plant.

Event description:
On 28 oct 2022 it was reported to (B)(4) by a canadian distributor that a male patient of unknown age who received monovisc and experienced injection site joint swelling, aspiration joint, atrophy, mobility decreased and pain. The patient's current medical condition was not reported. On (B)(6) 2022, the patient received a viscosuplementation with monovisc 4 ml injection for an unknown indication. Route of administration was not reported. A week after injection, the patient started experiencing swelling of the joint which continued until maximum swelling was achieved approximately 10 days after. On an unknown date, the joint was aspirated twice but swelling returned. The administering doctor was unsure why this happened but suggested to wait and see if the swelling decreased. It took 4 months for the swelling to reduce but the leg was left in an atrophied state and significant pain set in. Mobility was reportedly limited. There was no report of any device malfunction or appearance issues at the time of the use of the device. Additional information has been solicited.

Event description:
On 28oct2022 it was reported to anika by a canadian distributor that a male patient of unknown age who received monovisc and experienced injection site joint swelling, aspiration joint, atrophy, mobility decreased and pain. The patient's current medical condition was not reported. On (B)(6) 2022, the patient received a visco-supplementation with monovisc 4 ml injection for an unknown indication. Route of administration was not reported. A week after injection, the patient started experiencing swelling of the joint which continued until maximum swelling was achieved approximately 10 days after. On an unknown date, the joint was aspirated twice but swelling returned. The administering doctor was unsure why this happened but suggested to wait and see if the swelling decreased. It took 4 months for the swelling to reduce but the leg was left in an atrophied state and significant pain set in. Mobility was reportedly limited. There was no report of any device malfunction or appearance issues at the time of the use of the device. Additional information has been solicited. Patient initials: sg, product lot number was provided upon solicitation. No additional information was provided. The current status of the patient was not provided. There was no report of any device malfunction or appearance issues at the time of use.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new information or upon completion of the investigation by the manufacturing plant. Temporal association between the use of monovisc and the patient reaction cannot be confirmed. It was reported to anika by the distributor that a week after receiving a monovisc injection, the male patient of an unknow age and demographic had swelling of the joint that continued until maximum swelling was achieved about 10 days after. The joint was aspirated twice but the swelling returned. The administering doctor was unsure why this happened but suggested waiting to see if the swelling decreases. After 4 months the swelling reduce but the patient's leg has been left in an atrophied state and significant pain set in. Patient's mobility is limited. Cortisone injection was provided as treatment prior to monovisc. Patient's medical history shows severe lateral knee oa, possible inflammatory arthropathy, and patient's concomitant medications include nsais prn. Additional information was not provided upon request. It is unknown if the patient received post treatment instructions by the medical provider or if provided if the patient followed the post treatment protocols. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging or device at the time of use. A review of this lots batch record was performed. There was no deviations or non-conformances documented in the product record. Product was released on 24sep2021 and expires on 31jul2024. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis.